Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent by customer and being reviewed by technical support. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellavista 1000 ventilator alarmed high pressure, the monitored vt was less than 200 ml and the unit was also auto triggering. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation update: results of investigation: the log files have been reviewed by vyaire medical. It was determined that the root cause was due to user fault, lack of understanding to plv and failure to perform circuit test.